Event description:
The pt recently received an audio processor upgrade. One week after starting to use this he reported hearing strange sounds. Since (B)(6) 2015 the pt no longer has access to sound with the cochlear implant system. Re-implantation is considered, a date is not yet scheduled.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seems to match this finding. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this type of device, it is assumed that the device may have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The complaint can be re-opened when the device is received.